Event description:
It was reported the epiq cvx ultrasound system was not available during a critical procedure. During an open heart procedure, the system generated error codes. The ultrasound system was rebooted multiple times to complete the procedure. There was no reported patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.